Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular defibrillation (rv) lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. There had been reports of erratic measurements between 50-125 ohms. The pacing impedances measurements were within normal range. A 41 joule shock had recently been delivered which successfully converted the patient with a 70 ohms shock impedance. A boston scientific technical services consultant recommended the health care professional to contact the manufacturer of the rv lead to determine any further troubleshooting as it could be the start to a lead problem.